Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high shocking impedance. The cause was not determined as attempts to obtain additional information were unsuccessful. The ICD and rv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that two terminal connectors were returned. The is-1 terminal leg was returned severed at approximately 7.5 centimeters from the terminal pin and the df-1 distal terminal leg was returned severed at approximately 6.5 centimeters from the terminal pin. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance an measurements throughout this test was within normal limits. Setscrew mark were noted in correct location on the terminal connectors, indicating proper lead to device connection. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with the returned portion of the lead.

Event description:
A portion of this lead was returned approximately five and a half years later from a funeral home. There were no allegations from the device or lead relating to the patient's death. This report is being filed to submit the analysis results.